Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was contacted and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.